Event description:
It was an epidural anesthesia. No special measures were taken. During an epidural injection, a leak occurred between the piston and the syringe body. Clinical consequences observed: none precautionary measures and actions taken: change of device.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2304193. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was received for evaluation by our quality team. Testing was performed on the syringe and leakage was observed. Twenty (20) retained samples were also obtained from the manufacturing facility for review; however, the retained samples did not display any defects. Based on the returned sample evaluation, the leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii had a leakage occur. The following was received by the initial reporter: during an epidural injection, a leak occurred between the piston and the syringe body. Clinical consequences observed: none.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.